Event description:
As reported, the line of a disposable pressure transducer (dpt) was detached between the patient and the vamp. It happened during use on patient; however, there is no allegation of any patient injury. The sample was thrown away and is not available for evaluation. No other details have been provided.

Manufacturer narrative:
Additional manufacturer narrative: further information received revealed the pressure tubing of the dpt was detached during blood sampling and the amount of blood lost was low; between 2 and 5 ml. The dpt had been in place for one and a half days when the event occurred. There was no allegation of any patient injury as a result.

Manufacturer narrative:
Tubing separations have the potential to result in large amounts of fluid/blood loss. In this case, there is no report of any patient injury as a result of the product malfunction. A photo of the subject device was reviewed and confirmed the reported detachment. Unfortunately, the device has been discarded; therefore, further investigation of the failure could not be performed. No further actions are possible at this time. If any new information is obtained, a supplemental report will be submitted with all applicable findings.

Manufacturer narrative:
The subject device manufacturing records were reviewed and there were no non-conformances identified; this device passed all manufacturing inspections.